Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow up #1 date of submission: 10-jul-2019. Correction to the additional MFR narrative: narrative initially reported: of the 1 allegation of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 1 allegation of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. In quarter 2 of 2019, there was 1 instance of temp - damage w/moisture ingress failure found during investigation.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp - damage w/moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 20-20 years of age and between 72 and 72 pounds. Of the reported patients, 0 were male, 1 was female, and 0 were unknown.